Event description:
It was reported that the customer had a air bubbles anomaly in the reservoir of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer wants to know if a large air bubble will affect the insulin intake. The customer said that he will call when he gets the air bubbles in his reservoir if he can't get them to go away. The customer is not having issue with air bubbles right now, declining the troubleshoot for air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.